Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 454 mg/dl at the time of the incident. Customer stated that the pump died because the battery died during the night battery was on medium when customer went to bed. It was because she was over-eating, customer stated that she has stage iii gastroparesis. The customer was assisted with troubleshooting for high blood glucose. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.